Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was determined to have no allegations of deficiency and the replacement was only to take advantage of different technology.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of implant is unknown.

Event description:
It was reported the patient underwent surgical intervention during which their ipg was explanted and replaced for an unknown reason. No further information is available at this time.